Event description:
It was reported that with the device, prior to the needle protracting into the safety cage, blood began leaking out and continued to leak until the saline lock was attached. Because it was so unusual for all the leaking they inspected the hub of the catheter in situ, and noted the pink plastic cathlon was broken off at the hub, exposing the steel insert inside. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two used devices were returned for evaluation. Visually evaluated for potential nonconformances. Both samples displayed evidence of proper actuator-to-tube securement. Leak testing, using a water-filled syringe, was completed on both samples. Neither of the samples displayed catheter leakage of the catheter tubing consistent with the complaint. The customer's issue could not be confirmed. The root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.